Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Performed a pairining test with a nordic bluetooth device and passed. Functional testing was performed and passed. The customer's complaint was not confirmed because there was no log data to review. A review of the downloaded receiver log did not confirm the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.